Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. The patient was admitted to the hospital multiple times for treatment of a driveline infection positive for pseudomonas aeruginosa, (B)(6). On (B)(6) 2018, the patient was admitted to the hospital with swelling of the skin around the driveline exit site with the formation of the fistula at the paraombilical region. Antibiotic therapy (piperacillin-tazobactam and amikacin) was started. A positron emission tomography (pet) scan performed on (B)(6) 2018 found worsening of the infection around driveline. On (B)(6) 2018 surgical preparation of the wound with further positioning of cutimed sorbact medication and vac ulta therapy. On (B)(6) 2018, amikacin was discontinued and the patient was started on ciprofloxacin due to worsening of the renal function. A pet scan performed on (B)(6) 2018 found improvement of the infection-inflammatory process around driveline. On (B)(6) 2018 antibiotics discontinued. At discharge, there was significant improvement of the wound. On (B)(6) 2018, surgical preparation of the wound with further change of the medication and positioning of the activ.a.c. On (B)(6) 2018, the patient was admitted to perform pet scan of total body. The pet scan performed on (B)(6) 2018 found improvement of the infective process around driveline. On (B)(6) 2018, surgical preparation of the wound, 2 biopsies and medication with cutimed. The patient was discharged on (B)(6) 2018 asymptomatic. On (B)(6) 2018, the patient was readmitted and started on (B)(6) on (B)(6) 2018, the patient was started on ciprofloxacin for e.coli. Multiple surgical preparations of the wound were performed and improvement of the wound was gradually achieved.

Manufacturer narrative:
Manufacturer investigation analysis: a direct cause for the reported driveline infection could not be conclusively determined through this evaluation. The hm3 lvas IFU lists infection and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.